Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly was hospitalized while wearing the pump with blood glucose levels between 20-40 mmol/l. Treatment received is unknown. Hospital staff alleges pump and customer are responsible for high blood glucose. It was reported that a bolus was attempted but was not allowed/performed.